Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient requested education regarding MRI conditions, as they were never informed about MRI conditions. The reason for the call was that the patient was supposed to have an MRI the day of the report, but when the MRI started, they stated it, "set off my stimulator like it turned it up to a power of ten and was very painful." They immediately discontinued the MRI. The patient had one or two mris in the past, and this did not occur. They did not activate MRI mode, and did not know that MRI conditions existed. It was reviewed how to activate MRI mode, and the patient saw they were full-body eligible. It was recommended they follow up with their managing physician if they had any ongoing pain or therapy concerns as a result of the MRI that morning. They called back later that same day requesting MRI guidelines. They stated they received the MRI mode information/information on deactivating their device for an MRI, but did not receive any information regarding "the setting of MRI machine." It was reviewed to provide the MRI guidelines to the MRI facility. The patient was emailed the requested information.